Event description:
On (B)(6) 2012, the lay user/patient contacted lifescan (lfs) alleging his onetouch ultramini system kit was missing the control solution. This complaint was classified based on the customer care advocate (cca) documentation. On (B)(6) 2012 in the evening, the patient reported the alleged issue was first discovered. The patient reported using non adjusting insulin (unknown type and dose) to manage her diabetes. The patient reported making no changes to her usual diet, activity level or medications on the day of the alleged issue. The patient reported 4 hours later, she developed symptoms of "shaking." The patient denied receiving any medical intervention for an acute complication of diabetes. At the time of troubleshooting, the cca educated the patient on the correct contents of the box, and confirmed there was no missing product from the system kit. Replacement products were sent to the patient. This complaint is being reported because the patient claims due to not being able to run a control solution test, and testing, she developed symptoms suggestive of hypoglycemia after the alleged issue occurred.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.